Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the patient's ins battery was low last year and they haven't gotten it replaced because they changed insurance companies and it's going to cost a lot for the patient and hospital services. The caller stated that the patient has been having tons of problems with the therapy now because the ins doesn't do its job. Last year when the patient was at the managing healthcare provider's (hcp's) office the hcp put in their medical records that it appeared that the ins battery level was low and the impedances were unacceptably high. The hcp said they would remove the lead and ins and replace them with MRI compatible components. The first person the patient talked to at the hcp's office told them the replacement components and procedure would be free, but when patient got to the hospital they wanted a lot of money to get it replaced. The caller asked the hospital staff about the warranty for the implanted components and the hospital said there was only a week warranty. The patient went back and forth and tried to see if they could go to different hospitals, but the person who does the billing at the hospital was not helpful. The caller stated that the implanting facility that they had already paid has been no help, and the implanter and their staff have been no assistance. The caller was also under the impression that the ins battery would last at least 5 years. Agent reviewed information about ins longevity. Agent reviewed there is a 1-year warranty for the system and redirected the caller to the patient's hcp to further address the issue. Agent offered to send physician listings but caller said they will take it upon themselves to find a different hcp.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.